Event description:
Caller reported that cartridge leaked insulin. There was no adverse impact to the customer's blood glucose level. Caller was able to change the cartridge and resume insulin therapy.